Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would not pair with the g5 application. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 01/15/2016 and could not confirm the reported loss of connection. No additional patient or event information is available.